Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report. Device remains implanted.

Event description:
The customer, as reported via the sales rep, that it was noticed during an x-ray that was taken 9 weeks post op, that the anchorage plate had allegedly broken. The customer has reported that although the plate had reportedly broken, the bone had fused, therefore the patient does not require revision surgery at this time as the reported event is not symptomatic. The reported event was noticed by the customer whilst the patient was having x-rays to investigate the lesser toe joints. The customer has reported that the patient is a (B)(6) year old, female with good bone stock. The customer has reported that there were no complications at the time of surgery.